Event description:
It was reported the patient presented after implant procedure. Post-op checks revealed there were no measurements on the atrial lead. Chest x-ray confirmed the atrial lead had dislodged into the ventricle. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and failure to sense were not confirmed. A complete lead was returned in one piece for analysis. Visual, helix, and electrical testing was normal with no anomalies found.